Event description:
Caller states that during correlation of the device, patient tested 2.8 inr on the device and 2.1 inr on a comparison lab. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.